Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient reported a ptm code of 8254, low reservoir. The patient was due for a refill and had missed their refill. The patient had the flu. The patient planned to follow-up with their healthcare provider. Per the healthcare provider troubleshooting, actions and interventions related to the low reservoir alarm was the pump refilled. The cause of the low reservoir alarm was the patient had missed appointment. The low reservoir alarm was resolved (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.